Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in (B)(6) 2013 (exact date unknown). According to the complainant, the indication for the stent placement was for treatment of a malignant stricture within the common bile duct. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the placement procedure. On (B)(6), 2013, a scheduled stent removal procedure was performed. During removal, the stent retrieval loop broke. The stent was successfully removed using a rat tooth forceps and no fragments were left inside the patient. The patient¿s condition following the procedure was reported to be fine.

Manufacturer narrative:
Additional device info: the complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The dfu states ¿the wallflex biliary rx fully covered stent should not be moved or removed after completion of the initial stent placement procedure. Manipulating, repositioning or removal of the stent may result in perforation, bleeding, tissue abrasion or other patient injury.¿ this device was removed during a scheduled stent removal procedure. Therefore, the most probable root cause is user/use error.